Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition. There was no evidence of the reported issue in the event log. A pressure switch test was performed and the pump was visually inspected. The reported "high occlusion psi" issue was confirmed. The pressure switch was activated and was out of the pump's manufacturer specifications. The occlusion sensor was defective. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited high occlusion psi. It was reported that there was no patient involvement.